Event description:
Customer reported malfunction with a pump, indicated by a software error. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on the return process using a pre-paid label. Customer acknowledged understanding and agreed to use the current pump as a backup therapy until the replacement was received.